Event description:
Device 2 of 2. Reference MFR report # 3006705815-2019-00170. It was reported that patient was experiencing ineffective therapy with their system. In turn, the scs system was explanted.